Event description:
The customer's mother stated that the insulin pump alarmed no delivery. The blood glucose reading was not given. The customer was changing the infusion set when the alarm occurred. The customer was advised to troubleshoot by doing an infusion set change. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.